Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the system. Two replacement mobile view station (mvs) tower inline fuses were shipped to the site. After replacing the two fuses, the medtronic representative performed a system checkout and checked the logs. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. This event was identified during a retrospective review as discussed with the (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site's biomed reported that the radiologic technologist (rt) notified him the image acquisition system (ias) was not powering on. The biomed was unable to provide any further information regarding the issue and was not in front of the system to troubleshoot further. He reported that no patient was present, however, the planned procedure used an alternative imaging system. There was no patient present when this issue was identified.